Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette after ending their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported receiving an air detected in cassette alarm and a drain complication encountered. Please check patient line (pl) and drain line (dl) alarm during drain 2 of 4 of treatment prior to the leak. Air bubbles were discovered pl near the pl clamp and in the dl. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the evening and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed the reported event and that fluid was found inside the cassette door. The patient did have some pain during draining that subsided but did not develop any adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) the following morning in the absence of the cycler. The patient found the cycler to still be wet inside the following day and used a towel to help dry it out. The patient has completed treatment on the cycler without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette after ending their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported receiving an air detected in cassette alarm and a drain complication encountered. Please check patient line (pl) and drain line (dl) alarm during drain 2 of 4 of treatment prior to the leak. Air bubbles were discovered pl near the pl clamp and in the dl. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the evening and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed the reported event and that fluid was found inside the cassette door. The patient did have some pain during draining that subsided but did not develop any adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) the following morning in the absence of the cycler. The patient found the cycler to still be wet inside the following day and used a towel to help dry it out. The patient has completed treatment on the cycler without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.